Event description:
It was reported that during a celiac stenting procedure, stent damage and stent dislodgement occurred. The 60-70% stenosed lesion was located in the severely tortuous celiac artery. The lesion contained a bend greater than 45 degrees. The physician attempted to cross the lesion with the express bilary sd monorail premounted stent system, but was unsuccessful. As the express biliary stent was removed, the stent dislodged from the stent delivery system and into the iliac artery. The stent did not migrate. The physician successfully snared and removed the express bilary stent. Next, the physician attempted to cross the lesion several times with another manufacturer's stent, but was unsuccessful. The physician decided to end the procedure. It was noted that the stent appeared flared prior to the attempt to cross the lesion. No further complications were noted and the patient's status was reported as "fine".